Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited last error code 1870. No adverse patient effects were reported. Per reporter no additional information is available.